Event description:
Additional information received clarified that the patient a ventral hernia one month post implant of their implantable neurostimulator (ins) and that the mesh was then placed 6 months later. If additional information is received, a follow up report will be sent.

Event description:
It was reported that about a month after the device implant procedure the patient had a ¿ventral hernia¿ and doctors had to go back in to repair it. It was noted that a ¿4 x 2 mesh¿ was used.

Event description:
Additional information received reported that the patient¿s inguinal hernia repair was on (B)(6)-2011.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient got a ventral hernia and was having a lot of pain. The hernia would not go down and they found the initial surgery broke open and protruded back out. So, they opened him back up and put in a cadaver mesh, not a plastic mesh.